Manufacturer narrative:
(B)(4). The site indicated that the incident unit would not be returning for eval. If additional info pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that during a right total knee arthroplasty the gauze placed on the pt's right elbow caught fire. Flammable disinfectant containing alcohol was used during the procedure. The customer thinks this is the cause of the incident. There was no pt or staff harm. The customer inspected the unit and checked for the leakage current value which they found was within the spec. The customer is not returning the unit.